Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. A patient¿s contact responded to a delflex mailing stating the patient expired on in (B)(6) of 2017. Upon follow up the peritoneal dialysis (pd) registered nurse confirmed the patient expired in (B)(6) of 2017 due to cardiac arrest. The pd nurse stated the causality was unrelated to dialysis. The details of events leading up to and surrounding the patient¿s death are unknown. The patient¿s treatment details are unknown. The patient¿s past medical history reported includes. Additional information was requested but was not available.